Event description:
It was reported that a patient with a sling device underwent a surgical procedure to implant an artificial urinary sphincter(aus) device due to unspecified reasons. No further patient complications were reported.